Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and pacing threshold measurements were noted. Oversensing was also observed with myopotentials. Ra lead fracture was determined. Reprogramming efforts were performed. The patient is continuing to be monitored. At this time, the ra lead remains in service and no adverse patient effects were reported.